Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive resulting in a valid battery depletion. The customer's blood glucose level was 245 mg/dl. Customer continues using the pump for insulin therapy.